Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient's stimulation was not working correctly. Patient fell down on (B)(6) 2016 and noticed that their stimulation coverage had changed. Patient did not think much of the fall until the stimulation was not covering the areas of their chronic pain. Patient had an appointment at hcp's office on (B)(6) 2017 for the troubleshooting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on further review of the file, the previously reported patient code of (B)(4) no longer applies to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a manufacturer¿s representative (rep) regarding the patient. The rep reported that they met with the patient and did an impedance check. The rep reported that everything was working properly. The rep reported that they did some programming for the patient which seemed to help with the chronic pain. The rep reported that the issue was resolved at this point. No further complications anticipated.